Event description:
It was reported that during an unknown procedure when they examined the "donut", they saw that they had stapled a small part of the anastomsis but not a complete anastomosis. So they had to do it again. No further complications for the patient. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information: did the device fully cut? Yes. Did the device partially staple? Yes. Was there a leak? Yes. What confirmation was received that the device fully fired? Unknown. Was the donut complete? No, and that is how they found out that it was only partially stapled. The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.